Event description:
(B)(4) rep reported hospitalization due to high blood glucose. Customer had ketones, his body was not absorbing insulin from the infusion set he was wearing. The blood glucose reading at the time of the event was over 700 mg/dl. The current blood glucose reading is 139 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.